Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On (B)(6) , 2024 customer alleged received sensor glucose vs. Blood glucose event. Following our receipt of the one returned used sensor and performed visual inspection. Checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis readings 1024 hz out of range. Place sensor under microscope. And found cracks on the sensor gold traces. See attached file for bts results. In summary, the customer complaint of sensor glucose vs. Blood glucose was not confirmed. However, sensor failed for eis readings 1024 hz readings out of range, found crack damage at the reference electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.